Event description:
Event verbatim [preferred term] large blisters across the lower back/second degree burns [burns second degree] , applied the product above the underwear on the skin of lower back [device use error] , . Case narrative:this is a spontaneous report from a contactable attorney by way of consumer questionnaire. A (B)(6)-year-old female patient of an unknown race and ethnicity was purchased thermacare heatwrap (lot umber# t78967 and expiration date: aug2020) on (B)(6) 2017 and took it 7 hours one day on (B)(6) 2017 to lower back to provide heat. The relevant medical history, concomitant medication and past drug history were not provided. On (B)(6) 2017, the patient applied the product above the underwear directly on the skin of lower back and checked the skin frequently. The patient was checked the area 3 hours into usage and there was no burning was detected and continued the usage. On (B)(6) 2017, the patient experienced large blisters across the lower back and discontinued the product usage on the same day. The wrap was not heated in microwave and neither re-heated at all during usage. On (B)(6) 2017, the patient was diagnosed with second degree burns. The relevant lab data was not provided. The action taken with thermacare heatwrap in response to the events was permanently withdrawn. The patient received treatment with tetanus shot along with silver sulfadiazine cream and ibuprofen (motrin) 800 mg. She used silver sulfadiazine cream for 6 to 8 weeks. As of (B)(6) 2018, the clinical outcome of the events was unknown.

Manufacturer narrative:
Site sample was not received. The root cause category is non a signable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "large blister across the lower back." The cause of the consumer getting receiving blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the a trend does not exist for this lot. First complaint for the sub class adverse event safety request. For investigation received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot.

Event description:
Event verbatim [preferred term] large blisters across the lower back/second degree burns [burns second degree]. Case narrative:this is a spontaneous report from a contactable attorney by way of consumer questionnaire. A 39-year-old female patient purchased thermacare heatwrap (thermacare heatwrap, lot umber# t78967 and expiration date: aug2020) on (B)(6) 2017 and took it 7 hours one day on (B)(6) 2017 to lower back to provide heat. The relevant medical history, concomitant medication and past drug history were not provided. On (B)(6) 2017, the patient applied the product above the underwear directly on the skin of lower back and checked the skin frequently. The patient checked the area 3 hours into usage and there was no burning was detected and continued the usage. On (B)(6) 2017, the patient experienced large blisters across the lower back and discontinued the product usage on the same day. The wrap was not heated in microwave and neither re heated at all during usage. On (B)(6) 2017, the patient was diagnosed with second degree burns. The relevant lab data was not provided. The action taken with thermacare heatwrap in response to the events was permanently withdrawn on (B)(6) 2017. The patient received treatment with tetanus shot along with silver sulfadiazine cream and ibuprofen (motrin) 800 mg. She used silver sulfadiazine cream for 6 to 8 weeks. The outcome of the event was unknown. Per the product quality group: site sample was not received. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "large blister across the lower back." The cause of the consumer getting receiving blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the a trend does not exist for this lot. First complaint for the sub class adverse event safety request. For investigation received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: unanticipated serious deterioration in state of health was ticked, the event "applied the product above the underwear on the skin of lower back" was deleted. Follow-up (06dec2019): new information received from the product quality group includes: investigation summary.

Event description:
Event verbatim [preferred term] large blisters across the lower back/second degree burns [burns second degree] , . Case narrative:this is a spontaneous report from a contactable attorney by way of consumer questionnaire. A 39-year-old female patient purchased thermacare heatwrap (thermacare heatwrap, lot umber# t78967 and expiration date: aug2020) on (B)(6) 2017 and took it 7 hours one day on (B)(6) 2017 to lower back to provide heat. The relevant medical history, concomitant medication and past drug history were not provided. On (B)(6) 2017, the patient applied the product above the underwear directly on the skin of lower back and checked the skin frequently. The patient was checked the area 3 hours into usage and there was no burning was detected and continued the usage. On (B)(6) 2017, the patient experienced large blisters across the lower back and discontinued the product usage on the same day. The wrap was not heated in microwave and neither re heated at all during usage. On (B)(6) 2017, the patient was diagnosed with second degree burns. The relevant lab data was not provided. The action taken with thermacare heatwrap in response to the events was permanently withdrawn on (B)(6) 2017. The patient received treatment with tetanus shot along with silver sulfadiazine cream and ibuprofen (motrin) 800 mg. She used silver sulfadiazine cream for 6 to 8 weeks. As of (B)(6) 2018, the clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: unanticipated serious deterioration in state of health was ticked, the event "applied the product above the underwear on the skin of lower back" was deleted.